Manufacturer narrative:
This follow up report is being submitted to report a correction. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and when the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device appeared to have been dropped. There was a crack on the bottom corner and the touch screen/ ribbon cables were popping out. There was no harm to the patient and no delay reported as a result of this event. No adverse events were reported as a result of this malfunction.